Event description:
It was reported that the upon interrogation, the pulse generator exhibited an error message and telemetry anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.